Manufacturer narrative:
A follow up report will be submitted at the completion of the investigation into this event.

Event description:
Home patient reported having pain following mesh implant.

Manufacturer narrative:
We are unable to fully investigate this event as we have not been able to obtain any further information. A review of our instructions for use has this type of event listed as a possible adverse reaction. Clinical investigation: prolite is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Most patients who undergo surgical procedures experience acute postoperative pain. Many preoperative, intraoperative, and postoperative interventions and management strategies are available for reducing and managing postoperative pain. Pain control recommendations are based on the underlying premise that optimal management begins in the preoperative period with an assessment of the patient and development of a plan of care tailored to the individual and the surgical procedure involved. Evidence supports the use of multimodal regimens in many situations, although the exact components of effective multimodal care will vary depending on the patient, setting, and surgical procedure. Prolonged pain can be defined as pain persisting for more than three months after surgery and it is a complication of many common procedures including hernia repair. Surgical technique can influence the development of chronic post-surgical pain and techniques to minimize nerve injury should be used whenever possible. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.